Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported that she had a left hip revision for elevated metal ion levels, noise, and pain.

Manufacturer narrative:
(B)(4). Investigation summary: no device or product information was received. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.